Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an ECG & spo2 failures (error 20004). There was no patient involvement.